Event description:
Large volume of lipid infusion was found to have leaked on the floor due to a crack in the bag. Patient was receiving intralipid at rate of 2.1 ml/hr. Bag had been hung at 1701. Event discovered at 0645 next day. Infusion stopped and md ordered lipids to be held until next bag due to be hung at 1800.